Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-apr-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half height auxiliary drawer 7.1 and 7.2 multiple cubies not detected on bus intermittently and the drawer was sticky. A field service engineer removed all cubie pockets using diagnostics, cleared debris from cubie trays, inspected row tray connections and muscle wires, and reseated row tray connections; reassembled drawers and rebooted the device, confirming all cubies were detected and customer successfully completed inventory without issues. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tj-9ne drawers 7.1 and 7.2 were sticking and experienced intermittent failures. The drawers can sometimes be recovered; however, in other instances, a full machine reboot was required to restore functionality. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.